Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawers not responding. A field service engineer confirmed the station's status and awaited the customer's arrival with the keys. However, the key provided by the customer was unable to unlock the key lock located at the rear of the station. The customer attempted to adjust the panel, which subsequently detached. All indicator lights on the back of the controller cards for the drawers were illuminated. The device was then powered down. Cables were reseated, and the device was rebooted after a four-minute interval. Following this procedure, all drawers were operational and functioning correctly. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank es system drawers are experiencing intermittent disconnections. A customer indicated that there was a delay in dispensing medication to a patient, attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.